Event description:
It was reported that a patient was not able to urinate, which started the day of the report about two hours prior to the report. The reporter stated that the patient had a return of urinary retention and that she had to use a catheter. It was noted that the reason that the patient had the device was to empty the bladder. The patient was on program two at 1.85 volts. It was reported that if the device did not help the patient she would go to the emergency room. The reporter stated that the patient had no stimulation sensation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v875083, implanted: (B)(6) 2012, product type lead. (B)(4).